Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing for downstream occlusion detection, the occlusion alarm did not occur within the specified pounds per square inch (psi) ranges or within reasonable times. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream sensor out of specification. The tubing guide required adjustment to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test. There was no report of patient injury or medical intervention associated with this event. No additional information is available.